Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily hv lead impedance trend data shows an increase for svc defib= 61 to 184 ohms peak between (B)(6) 2011 and (B)(6) 2011. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was reported that there was a potential lead fracture. The high voltage impedance on the lead increased and was varied. The status of the lead is unknown. No patient complications have been reported as a result of this event.